Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling of fullness and difficulty breathing during an unknown process step while connected to the homechoice device. It was reported the cycle drain did not drain out all of the fluid before it moved to the next fill. Renal therapy services instructed the patient to follow up with the peritoneal dialysis registered nurse to review program settings for cycle drain. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.